Event description:
Reporter states that on (B)(6) 2016 she had an essure device implanted. Two months after implantation she began to experience joint pain, back pain, pelvic pain, right sided flank pain, heavy periods, cramping, bloating, weight gain, brain fog, blurred vision, acne, worsening anxiety and depression, unusual hair growth, hot flashes and diaphoresis. These symptoms continue to this day. She has since been to her physician at planned parenthood three times but she is unsure of the exact dates of these visits. The first two times her physician stated that her symptoms are unrelated to the device. The third visit she was told that she will need a pelvic exam done which is scheduled for tomorrow (B)(6) 2016.